Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated after cleaning the shear valve and replacing the peristaltic pump tubing on their cell-dyn 3200 analyzer due to woc flow errors, erratic wbc results were generated. The customer cleaned the optical flow cell and verified background and qc were within range. After running one rack in closed mode, the customer noticed one pt sample had a wbc value of 5.71 k/ul with a band flag. The sample was repeated in closed mode yielding a wbc result of 33.9 k/ul while all the other parameters matched the original test results. The sample was repeated in open mode with wbc of 6.0 k/ul. No results were reported and there was no impact to pt management.